Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak in dwell 1. The patient discontinued treatment after seeing fluid leaking from the cassette door. The patient was advised to contact his pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient's effluent remained clear. He was not prescribed any antibiotics.